Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into respiratory failure post a pump exchange, on rotoprone bed with whited out chest x-ray. Their white blood cell count was in the 40's with no known source. Their lactate dehydrogenase (ldh) level went up to 1400 and required more pressure support. The healthcare team was suspicious of right ventricular support that contributed to the patient's decline. The patient ultimately had a cardiac arrest and did not survive. The death was not considered to be device or therapy related. An autopsy would not be performed, the device was not explanted or returning for evaluation. The submitted log file captured low flow events starting (B)(6) 2022 at 1256with the flow suddenly dropping below 1 liter per minute (lpm) for around 10seconds. The flow recovered briefly back into the 2.5lpm range for several minutes then back below 1 lpm around 1308 and did not recover after this time with persistent low flow events captured until the driveline was disconnected at 1324. Related MFR: 2916596-2022-14945.

Manufacturer narrative:
H6 - health effect - clinical code: bacteremia (4846). Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure, right heart failure, elevated lactate dehydrogenase (ldh), and patient outcome could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Finally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained approximately 1 hour of data on 15nov2022. The pump operated as intended at the set speed for the duration of patient support. The log file captured the pump operating at baseline parameters until the log file recorded a decline in flow down. The log file recorded numerous low flow alarms when the flow dropped below the low flow threshold for 10 seconds or longer. The flow never recovered through the remainder of the log file and external power and the driveline were disconnected shortly afterwards, which is consistent of the reported patient expiration. Log files appeared to capture the pump operating as intended. (B)(6) was not returned for evaluation. Review of the device history records, including sterilization and packaging documentation, showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists respiratory failure, infection (including driveline and pump pocket or pseudo pocket infection), right heart failure, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from bacteremia and respiratory failure.